Event description:
Complainant alleged that during inservice training by facility staff the device's advisory mode would not function and the energy setting would not automatically increment to 200j, 300j, and 360j in simulated code. The complainant indicated that there was no pt involvement in the reported failure.